Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 21295719.

Event description:
It was reported that the patient had a spinous process fracture at the ipg site. It was noted that the patient had a fall. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were discarded.